Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the laparoscopic surgery, the endoscopic image disappeared and error e216 (scope communication error) was displayed. The endoscopic image recovered after a while. This phenomenon occurred repeatedly several times. The user continued to use the subject device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the reported phenomenon could not reproduced. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that dirt or foreign matters were adhered to the electrical contact causing temporary disappeared endoscopic image.